Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient allegations of elevated metal ion levels and fluid accumulation. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-04312 / -06091).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient allegations of elevated metal ion levels and fluid accumulation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical record reports patient was revised (B)(6) 2014. Patient operative (op) notes report the presence of darkened synovium; joint fluid; and accumulation of synovial tissue, fluid, and tenosynovitis extending up into the iliopsoas tendon sheath. Revision op report also noted a slightly vertical cup and metal corrosion on the trunnion causing difficulty removing the head. In addition, op notes report the issue may be more related to the trunnionosis rather than the metal-metal articulation. The modular head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date - unknown.